Manufacturer narrative:
D10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot#:n3d0559uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open colorectal procedure, when putting the cartridges into the staplers, it could not be attached tightly. It was also noted that the device initially fired, but then was not able to complete the firing cycle. The device was changed to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted the first image depicts staplers with the reloads by its side. The second image depicts the two staplers without reloads side by side. The anvil tip was disengaged from the anvil. It was reported that the instrument partially fired, and difficult to load. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur from excessive manipulation or rough handling of the instrument. The anvil component may disengage after the anvil tip disengages. The damaged knob pin may occur when excessive side load was applied to the thumb pusher during retraction after firing. Also, the pin damage occurred during the retraction of the initial firing causing damage to the pin post. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in its x position the firing knob should rotate to either side of the instrument. Do not rotate the firing knob during firing. Rotating the knob during the firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.